Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with diabetic ketoacidosis. Blood glucose at the time of admission was over 600 mg/dl. He was treated with fluids and insulin drip. The customer was wearing the insulin pump at the time of the incident. Troubleshooting was declined as the customer was experiencing high blood glucose over 600 mg/dl at the time of the call and didn't feel well. The customer was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. The insulin pump will not be returned for analysis.